Manufacturer narrative:
D4: a partial UDI was provided as the lot number is not known. The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. The reported patient effects of occlusion, pain and dissection are listed in the esprit btk everolimus eluting resorbable scaffold systems instructions for use (IFU) as a known patient effects of coronary scaffold procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported the procedure was performed to treat a lesion in the heavily tortuous, mildly stenosed left anterior tibial artery. A 6f x 60-centimeter sheath was used to access, and the vessel was properly prepared. The 2.50x38mm esprit btk system (bvs) was advanced over a command guidewire and the scaffold was deployed without issue. During a follow up appointment on (B)(6) 2024, the patient reported claudication, prompting ultrasound of the treated area to be taken. It was noted that there was no flow across the scaffold. The physician suspected the patient was not complaint with dual antiplatelet therapy (dapt). Balloon angioplasty was performed with a non-abbott balloon catheter, and it was found that a dissection at the distal edge of the scaffold had occurred. The dissection was non-flow limiting; therefore, the scaffold was left in place and the dissection was not treated. The patient returned to another follow up appointment on (B)(6) 2024, reporting pain leading to admission. The patient underwent another balloon angioplasty, and two esprit bioresorbable scaffold systems were overlapped to address the no flow across the original scaffold and distal edge dissection. No additional information was provided.